Event description:
It was reported by the patient that over a period of months the patient felt a shocking sensation in about an 8 or 10 inch circle that seemed to be around the implantable pulse generator (ipg). It was indicated that the sensation had decreased and was not as bad or often as it had been. The patient also had concern that the estimated battery longevity varied with different checks and that it had decreased from 2 years to just 3 months over a 9 month period. Follow up with the clinic indicated that multiple device checks had been done and there was no correlation of the patient symptoms with the device and that the battery checks had been normal. The device is still in use. It was also reported that the right atrial (ra) lead had dislodged and that the patient had blacked out and had to be hospitalized. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 2005. (B)(4).